Event description:
Sorin group (B)(4) received a report that, during ecc, a suction pump failed. The s5 system was power cycled but the pump did not restart. The procedure was completed without the problem pump. There was no impact to the pt as a result of the incident.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. This incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaint to the new criteria. Sorin group (B)(4) received a report that, during ecc, a suction pump failed. The s5 system was power cycled but the pump did not restart. Procedure was completed without the problem pump. There was no impact to the pt as a result of the incident. Eval of the pump at the facility by a sorin group field service rep found that a component on one of the circuit boards had been burnt. The pump was returned to sorin group (B)(4) for eval. Inspection of the internal components confirmed the presence of a burnt component on the pms circuit board. A follow-up report will be filed if any add'l info becomes available.